Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 15 mmol/l. Nothing further reported.

Manufacturer narrative:
No button error alarm during testing. Insulin pump had an unresponsive buttons due to corroded keypad traces. Insulin pump had a cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.